Event description:
The customer stated that her blood glucose and control readings had been higher than usual. While troubleshooting, she performed control tests and received results of 176, 198, and 174 mg/dl. The normal control range is 94-129 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.